Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 500 mg/dl. The customer has been treating their blood glucose with manual injections. The customer also reported receiving repeated no delivery alarms a week prior. Customer stated the alarm occurred during a bolus delivery. The customer stated the alarm was resolved by a complete set change. Troubleshooting found the insulin was able to exit and the insulin pump did not alarm no delivery during a fixed prime. Customer was advised their cannula may be occluded. The customer also believed they were not receiving their basal rates. Customer's infusion set will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.